Manufacturer narrative:
Philips service replaced the bios battery, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision pc was defective, resulting in no image on the monitor on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.